Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 11.0 mmol/l with a lifescan meter and 7.0 mmol/l on her therapist's meter (invalid comparison), performed within 10 mins of each other. The customer service rep walked the pt through 2 consecutive control solution tests and both results fell outside of the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.